Manufacturer narrative:
The events occurred on an unspecified dates (B)(6) 2020 ¿ (B)(6) 2020. The device is manufactured either in baxter healthcare ¿ (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps with povidone-iodine solution had inadequate iodine; further described as ¿some looked like they only had a little iodine¿. This was noticed during setup for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with these events. No additional information is available.